Manufacturer narrative:
The instrument was returned to isi without a complaint. Failure analysis investigation found the following damages: the pitch cable was frayed at the distal idler. There was no damage found on the clevis. There were scratches on the surface of the distal pulley. There were various scratch marks at the distal end of the main tube exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the additional findings of the frayed cable and the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
The prograsp forceps instrument was returned to intuitive surgical, inc. Without a complaint. Intuitive surgical, inc. Has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.